Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". Potential root cause not identified. Align's clinical review of available records indicated that radiographic images were not provided; however, intraoral photographs showed exposure of the distal root of tooth #18. Evaluation of the orthodontic treatment plan indicated that tooth #18 was subjected to minimal and controlled movements. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported disability or permanent damage. Based on the available information, the patient had disability or permanent damage, and the invisalign system was being used. Therefore, this event is being filed as an MDR per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of extraction of tooth #18. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.